Event description:
It was reported "iab failed leak test". Additional information states that the iab catheter was planned to be removed. It is unknown if it was replaced. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iab catheter. The short arterial pressure tubing was connected to the iab luer end. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfac-es of the returned sample. No blood was noted within the bladder/helium pathway. The fos ca-ble was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The cen-ter post of the fos was centered. The blue clamshell housing was examined, and no abnormali-ties were noted. The customer submitted photo was reviewed. The photo shows multiple iabp recorder strips with possible helium loss 2 alarms. The one-way valve was tested and passed. A vacuum was pulled o n the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The fos (sc) connector was connected to the iabp w ithout difficulty. The pump displayed the fos status as "connected". The fos was recog-nized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the distal end of the bifurcate bushing adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 2 alarms" is confirmed. During the investigation, an ex-ternal leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhe-sive. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab failed leak test". Additional information states that the iab catheter was planned to be removed. It is unknown if it was replaced. No patient injury or consequence reported.